Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd as lvp 20d dehp 3ss cv foreign matter on the drip chamber. The following information was provided by the initial reporter: ¿ nurse opened package to prime for use but upon visual inspection noted that there was some black debris in/on the drip chamber o this administration was not used.

Event description:
No additional info.

Manufacturer narrative:
It was reported that there was black foreign matter on the drip chamber. One sample model 2426-0500, lot 23113120 was returned for investigation. The set was examined for defects and abnormalities. Foreign matter was observed in the drip chamber. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the supplier. From the supplier investigation, the foreign matter that was seen is embedded degraded pvc. Soft pvc is a material is very sensible to the degradation during injection molding process of the chamber. The root cause is from the injection molding process. To reduce the risk of this cosmetic defect dedicated screw profiles and nozzles to stress the plastic are used and planned cleanings of the equipment are done. A device history record review for model 2426-0500 lot number 23113120 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09nov2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.